Event description:
A malfunction alarm with code 16 was reported, but there was no adverse impact to the customer's blood glucose level. The customer used an insulin pen as a backup. Technical support decided to replace the pump, which was still under warranty.